Event description:
It was reported that a user experienced recurrent low blood glucose with reported glucose values in the 30¿40 mg/dl range while using the ilet for approximately two weeks and requested to discontinue due to frequent hypoglycemia and perceived small cartridge capacity requiring daily cartridge changes. The user transitioned back to a different insulin pump after consulting the healthcare provider. Investigation included troubleshooting and education provided by support. Investigation of this case revealed cause unclear for the hypoglycemia, with user-reported usability concerns regarding insulin cartridge capacity; no device malfunction was identified based on the absence of alarms and the successful operation of charging and accessories. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.